Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm during priming. Troubleshooting was performed and the pump continued to alarm. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No device returned. Event description reviewed. No similar complaint in the service history. As a result, a complaint investigation /product evaluation and problem confirmation could not be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation.